Event description:
The advocate stated, the customer's blood glucose was tested and his breeze2 meter read 222 mg/dl. The customer's glucose was immediately retested because, he was sweating and about to pass out. The breeze2 meter then gave a reading of 46 mg/dl. The advocate gave the customer glucose gel in order to raise his blood glucose level. No outside medical intervention was required. The advocate performed control tests and the results fell within the normal control range, but the test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.